Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue; cartridge compartment this complaint is being reported because the reported issue has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/16/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/24/2016 with the following findings: on examination, there was rust/corrosion in the battery compartment. The cartridge compartment was not cracked as alleged. However, the battery compartment was noted to be cracked and a leak test failed at the site of the crack. The pump was opened for investigation with no evidence of moisture in the interior compartment.

Manufacturer narrative:
Follow up # 2 date of submission 1/05/2017 ¿ correction to serial number